Event description:
When conducting measurements on a blood gas analyzer incorrectly low ph values were obtained in 2 out of 4 measurements allegedly without alarms. The physician evaluated the ph results and found them to be inconsistent with the pt's clinical presentation. The ph results were not used for diagnosis. There was no pt harm. Later a dried blood clot was found in the analyzer. After removing the clot, the analyzer functioned properly.